Event description:
On (B)(6) 2021, the patient underwent a laparotomy. During the procedure, a small pneumoperitoneum and a little bit of cloudy ascites were detected in the abdominal cavity. A bacterial sample culture was collected from abdominal cavity, results pending. The small intestines were examined, approximately 20 cm from the treitz and onwards, three wrinkled and covered small intestinal perforations were detected, previously reported. The j-tube was "felt" and "fished out" from this area. It was discovered that at knot had developed at the end of the j-tube with a large bezoar around it. A small intestinal resection, approximately 50 cm, was performed in open surgery, and the j-tube was removed.

Manufacturer narrative:
Reference record (B)(4). H6 code of 4581 was chosen to capture the events of pneumoperitoneum and bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed. Intestinal perforation and gastrointestinal infection are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in finland underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2021, the patient was hospitalized for left sided abdominal pain and elevated inflammatory values. The patient was treated with intravenous antibiotics, metronidazole, cefuroxime, and zosyn (piperacillin/tazobactam). Laparotomy performed on (B)(6) 2021 found that intestinal tube eroded out of the intestine. Part of the small intestine was removed along with the j-tube, and the fascia was torn; clips were placed. On (B)(6) 2021, "wound had been ruptured partially open", clips were replaced with staples and treated with sorbact. On an unknown date, abdominal secretions was positive for candida glabrata, which was treated with intravenous ertapenem with unknown broad spectrum antibiotics for two weeks. The patient was discharged from the hospital on (B)(6) 2021.

Manufacturer narrative:
Reference record (B)(4). A gastrointestinal ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, the patient underwent gastroscopy and it was discovered that the intestinal tube had pressed the intestinal wall so that there was a clear ulcer.